Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the device was not exposed to a high magnetic field. The displacement and self tests could not be performed. It was also mentioned that insulin squirted out during the manual prime process, but the numbers did not appear on the screen and no beeps could be heard. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.